Manufacturer narrative:
Concomitant medical products: 694052 lead, implanted: (B)(6) 1999, z77000131 mechanical valve, implanted: (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately nine months post implant that intermittent t-wave oversensing (twos) on the right ventricular (rv) lead was noted after appropriate therapy was delivered. The rv lead remains in use. No patient complications have been reported as a result of this event.